Manufacturer narrative:
No power to bed due to a defective power cord.

Event description:
It was reported by service report that there was no power to the bed. It is unk if there was pt involvement or adverse consequences to report.